Event description:
It was reported that the patient had been hospitalized due to a stroke. The patient's stated that the blood glucose levels were high but did not state how high. The pod was worn for an unknown amount of time. It is unknown how the patient was treated but after a call back to the patient they stated that they are feeling a little better.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.